Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for other chronic/intract pain (trunk/limbs). Patient reported their stimulation stopped and they were getting poor communication on their programmer and a reposition antenna screen on your recharger. Patient last felt stimulation (B)(6) 2017 and last successfully recharged (B)(6) 2016. It was reported that they normally recharge once per month in the middle of the month. Patient reported no falls or traumas. No symptoms were reported. Additional information was received from the patient on (B)(6) 2017. It was reported that a manufacturer representative (rep) called the patient for troubleshooting of the recharger, but the recharger wasn¿t working, so the rep ordered a replacement. It was noted that when the patient received the replacement charger, they implantable neurostimulator (ins) still could not communicate with the recharger. When the patient later met with the rep at a hospital, it took about 5 ½ hours to get a charge. The rep stated that the ins was wearing out and it needed to be replaced; an appointment was planned with the patient¿s healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.